Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient is experiencing blurry near vision and pseudo-exfoliation. The iol was also noted to be slightly decentered. The surgeon also mentioned that the patient's cataract was so dense, the patient has some wrinkling in the capsular bag. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot umber. Additional information was requested on 06/02/2009, 06/09/2009 and 06/22/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 06/26/2009.